Event description:
The customer called to report that she received a pod communication error in conjunction with a high bg reading (435mg/dl). The pod and pdm had been in successful communication prior to the alarm. After receiving the alarm, she moved the pod to within range of the pdm and tried to reestablish communication at least three times to no avail. The pod was removed and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.